Manufacturer narrative:
The complaints for balloon burst and balloon separation were unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during tavr procedure, the delivery system got stuck upon removal, and the balloon popped. They had to call in vascular surgeon to cut down my femoral artery to recover the delivery system and retrieve portion of the popped balloon. There was a stent installed in my femoral artery and everything went well.'' It is possible that patient anatomical factors or procedural factors may have contributed to the balloon burst. Based on the engineering technical summary, calcification has been identified as part of the potential contributing factors as it can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It was reported that the patient's pre-existing valve exhibited severe stenosis with vegetation. Severe stenosis is commonly associated with calcification, and inflating the balloon in the calcified nodules can compromise the structure of the balloon and potentially lead to balloon burst. However, for this case, no patient anatomical details (e.g., the degree of calcification) or relevant procedural imagery were provided. Given the limited information, a definitive root cause could not be determined. In this case, it is possible that additional pull force or device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. As such, available information suggests that procedural factor (device manipulation) may have contributed to the balloon separation. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a tavr patient, during a tavr procedure with a 29mm sapien valve unknown, during the tavr procedure , "the delivery system got stuck upon removal, and the balloon popped. They had to call in vascular surgeon to cut down my femoral artery to recover the delivery system and retrieve portion of the popped balloon. There was a stent installed in my femoral artery and everything went well. In fact I would have never known there was an issue if they hadn't told me and I if I hadn't asked why do I feel staples in my groin? The morning after the tavr I was up and walking the hallway, no shortness of breath, just weak and tired all of which is easy to resolve with a little hard work with physical therapy. Two days after the tavr I was released and headed home. I was so happy to not have to go through the open heart again. And cannot even express enough how great the entire team at u of md was, from the nurses, to the cathlab team, to the dr's. It could of been a lot harder but they made things easy and much less painful. "